Event description:
It was reported that the patients leads had migrated. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were not returned as they were kept by the facility.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2218700; model: sc-2218-70; serial: (B)(4); batch: 7076452.